Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike had a luer lock cap that came apart from the tubing. The reporter stated that the luer connector at the bottom of the set (opposite the spike) was ¿blown off¿ and was "completely disconnected where it is typically bonded to the tubing". This occurred during patient infusion. There was no patient injury or medical intervention reported. No additional information is available. This is report 3 of 5.